Event description:
"The surgeon used an applied medical blunt tip trocar with universal seal 12x100mm for the umbilical site port. The port did not allow carbon dioxide gas flow to the pt even though the valve was in the open position. The insufflation line was checked for obstruction and no obstruction noted. A second applied medical blunt tip trocar with universal seal 12x100mm was placed on the sterile field and this port allowed carbon dioxide gas flow to the pt."

Manufacturer narrative:
The incident device has not yet been returned for eval. Upon receipt and eval of the incident device, a f/u report will be submitted."